Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was sutured in place to prevent flipping at the pocket site.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg due to the ipg flipping in the pocket. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experiencing pain at ipg site/ipg flipping in pocket was reported to abbott. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A patient experiencing pain at ipg site/ipg flipping in pocket was reported to abbott. The patient underwent surgical intervention wherein the patient's ipg was sutured in place to prevent flipping at the pocket site. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.